Event description:
(B)(6) called to report that a circuit overfilled on start-up about a week prior to notifying bunnell (event date (B)(6) 2013). They though it was user error associated with improper set-up where the water fill tube was not installed in the water pump prior to opening the water clamp on the water supply line so that the cartridge filled by gravity. However, upon further eval of the circuit they could reproduce the overfill problem on another ventilator using a test lung. Clinical engineering was brought in at this point and their biomed tech, (B)(6) discovered that one of the water sensing pin traces on the printed circuit board was scratched creating a break in the trace which resulted in the overfill.

Manufacturer narrative:
The reported symptom that the cartridge overfilled on startup and that there was a cut to the water level sense circuit trace could be verified and was reproduced exactly as reproduced. The printed circuit board on the patient breathing circuit did have a cut to the water level sense trace that prevented the system from stopping the pump when the cartridge water level reached the upper level sense pin and did result in water entering the circuit tubing, however repeated testing verified consistently that at 126 seconds of total operational time a humidifier level circuit fault alarm would be generated that would stop the pump and prevent more water from entering the tubing. (B)(6) sent an email with add'l info about the pt and possible alarms. The event date was actually (B)(6) 2013. The humidifier did not alarm for level high (because of the broken trace). They do not remember the ventilator alarming because they were responding to the patient's needs. Comment: there would have been a loss of pip alarm due to the water in the circuit interfering with the pressure reading. The patient was taken off the jet vent and manually ventilated while a new jet system was set-up. Physician did not feel that the patient actually received much water because the patient remained stable without resuscitation. Patient has no residual injury and is now off mechanical ventilation and is being supported on bipap.